Event description:
It was reported to philips that the system displayed the error: fluoro storage not possible image disk problem. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
No further information is available regarding this occurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).